Event description:
Pt complains of aches and pains, breast hardness, painful breasts, rashes, capsular contracture, cystitis, scaly skin on face, enlarged lymph nodes, loss of sensation to touch, and colon problems.